Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that heart block occurred. A pulse field ablation procedure was performed for cavotricuspid isthmus (cti) flutter using a farapoint catheter. The farapoint catheter was advanced to the cti and 1mg of nitroglycerin with phenylephrine was administered. Six (6) applications of ablation were delivered to three (3) discrete sites. Approximately ninety (90) seconds after the final application of ablation pr prolongation was observed. The pr prolongation led to wenckebach phenomenon, 2 1 heart block, then complete heart block. Isupril was administered and approximately seventeen (17) minutes after initial pr prolongation, the conduction system of the patient began to recover. The patient fully recovered and was discharged one (1) day post index procedure.